Event description:
It was reported that the insulin cartridge had leaked insulin. The patient experienced elevated blood glucose levels. No adverse event was reported. The insulin cartridge set was discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Correction: this case is not a reportable emdr. This device is not like or similar to any device distributed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.